Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's spouse also reported that the customer experienced high blood glucose around the 400 mg/dl range because the device was not working. The caller stated that the act, esc, and other buttons were not working properly during bolus attempts. The customer's blood glucose was 364 mg/dl at the time of the keypad anomaly. The caller did not observe any significant events leading to the keypad issues except that the customer had been using the device for a long time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.